Event description:
It was reported by a customer that on (B)(6) 2011 the fiber aiming beam fired straight at 27,568 joules. Add'l info reported by the customer was prior to the insertion of the fiber into the cystoscope, the laser was put into "ready" mode and the fiber was tested prior to insertion into the pt to verify proper function of the aiming beam. The fiber functioned properly and the aim beam was visible. During the procedure, the fiber failed before the coagulation pedal was utilized. The forward firing condition was noticed at approx 4 minutes of lasing time. No injuries to the pt or user were reported. There were no error codes that were present.